Event description:
It was reported that, intra-op, after placing the thoracic probe in the pedicle, the surgeon had trouble removing it. It was stuck. In his attempt to remove it, it snapped off. Several different ways of removing broken piece were attempted before the surgeon decided to bur around the broken piece until he could apply locking pliers to the end of it. At that time the surgeon was able to remove the broken piece. No fragments of the broken probe remained inside the patient. The product came in contact with the patient.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging studies were returned to the manufacturer.

Manufacturer narrative:
Product analysis:approximately ~38mm of tip has been broken off and not returned for analysis. Fracture analysis reveals a fairly flat, brittle fracture and circular material flow, consistent with torsional overload. Dimensional and material hardness inspected and found to be conforming to print specification. The above findings are consistent with torsional overload.